Event description:
The pt heard an audible alarm. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt did not have magnetic resonance imaging, so electromagnetic interference was ruled out as cause for stall. The hcp attempted updating the pump, but the pump status indicated the stall continued. Further troubleshooting/replacement options were being considered. Add'l info has been requested, but not available as of the date of this report.

Manufacturer narrative:
(B)(4).